Event description:
It was reported that during an open reduction internal fixation, a screw broke off while being inserted into the patient's mandible. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.